Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.0, lab: 2.1. Time between testing: 3 or 4 hours. Patient self tester was milking the finger. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Per description, time of testing between inratio and reference was indicated to be between 3-4 hours. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. Customer was milking the finger. Per product user guide - precautions and warnings: "do not use repetitive pressure to collect the sample. "Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter = 1.0. Reference = 2.1. Mean = 1.55. Confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot #305773 on july 31, 2013. Results as follows: donor: (B)(4), inratio: 3.2, inratio: 3.1, inratio: 3.6, reference: 3.67, bias threshold: 2.67 - 4.67, %cv: 8.02. Donor: (B)(4), inratio: 2.2, inratio: 2.1, inratio: 2.1, reference: 1.90, bias threshold: 1.40 - 2.40, %cv: 2.71. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As of 08/23/2013, (B)(4) discrepant complaints have been reported for the product lot yielding a complaint rate of(B)(4). Due to this low occurrence rate, corrective action is not required at this time.